Manufacturer narrative:
Device has been evaluated but not yet repaired pending customer's approval of service estimate.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's system board needs to be replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported a failure of the system board. The system board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the system board failing was due to a faulty step up dc/dc converter (u24).